Manufacturer narrative:
It was later confirmed by the 3rd party service agent that the biphasic pcb assembly was replaced to resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A 3rd party service agent contacted physio-control to report that their customer's device had a service indicator present and would not provide a defibrillation shock when prompted. There was no patient use associated with the reported event.